Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis - herniated disc procedure used: minimally invasive surgery(mis) decompression it was reported that intra-op, mouth of pituitary broke off during discectomy. The product came in contact with the patient. Surgeon removed the broken piece. No fragment remained in the patient's body. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and optical inspection confirmed a portion of the superior shaft has broken off at the center of the jaw pivot pin forward. The broken off portion of the shaft was returned for analysis. Optical examination discovered a fairly brittle fracture. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with overload. The above observations are consistent with overloading the jaws of the instrument. If information is provided in the future, a supplemental report will be issued.